Manufacturer narrative:
The end user was not exercising caution by operating the power wheelchair outside on an uneven surface without the elevating leg rests attached to support the end user's leg when they hit a bump and their foot hit the ground. Additionally, the client was not wearing shoes or any type of foot coverings. Hoveround's owner's manual warns "to reduce the chance of serious injury or death from tip-over, collision with obstacles, loss of control, or falling from the power wheelchair, keep yourself properly positioned in the seat: keep your back against the seat back, arms on the armrests, and your feet on the footplate," and "to avoid serious injury or fatality from sudden unexpected movement of the chair or contact with moving parts and other objects: do not use your power wheelchair with bare feet."

Event description:
The end user reported while operating the power wheelchair outside without the elevating leg rests in place, the end user hit a bump and cut their toe.